Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close an atrial septal defect. Device placement was uneventful. The patient¿s act levels were good during the procedure. While the patient was still in the cath lab, they had trouble speaking. A stroke was suspected. CT showed a clot in the left middle cerebral artery. Tissue plasminogen activator(tpa) was administered. The tpa was successful at dissolving the clot. The patient made a full recovery and left the hospital the following day.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: stroke or tia. Patient weight was not available.